Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. It was stated that the customer's blood glucose levels are within range when she's on an insulin drip, but her blood glucose elevates when she's on the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. Found two no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. The nurse stated that the customer may have scar tissue. Advised the nurse and mother to stay away from scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.